Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and inflammation/irritation.

Event description:
Patient reported left side record "after reconstruction of left breast: got bigger - felt like it had a fever in it - constant throbbing - yellow fluid around it - throbbing pain - kept getting worse - hurting got bigger and bigger." Device has been explanted.

Event description:
Patient reported left side record "after reconstruction of left breast: got bigger - felt like it had a fever in it - constant throbbing - yellow fluid around it - throbbing pain - kept getting worse - hurting got bigger and bigger." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.7.